Event description:
It was reported that in an arctic sun device there was calibration error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 31.6. Per additional information updated from ttm on 12may2025, biomed was getting error code 80 during preventive maintenance. Sn#: (B)(6). Per review of wo 14may2025, t4 31.6, no water in chiller tank, gave part number and price for a new mixing pump. Per additional information updated from wo on 22may2025, they replaced the mixing pump, but it was still failing calibration error 80 expected, 6 actual 20 something. Asked them if they purchased the part from parts source they didn't know and said they would look into that. Also discussed sending the device back under an assessment quote. Stated they would discuss these options with management. Calibration error 80 exp6 actual 31.6. Per additional information updated from wo on 27may2025, cooling issue resolved, ran a functional check with biomed. Per additional information updated from wo on 22may2025, biomed stated that they were getting an alarm 80 (non-recoverable system error) on s/n: (B)(6). They were getting this same alarm previously and have replaced the mixing pump already.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Asked biomed if they purchased the part from parts source. They didn't know and said they would look into that. I also discussed sending the device back under an assessment quote. He stated he would discuss these options with management. Calibration error 80 exp 6 actual 31.6. No water in chiller tank, gave part number and price for a new mixing pump. Per wo update, cooling issue resolved, ran a functional check with biomed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device there was calibration error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 31.6. Per additional information updated from ttm on 12may2025, biomed was getting error code 80 during preventive maintenance. Sn# (B)(6). Per review of wo 14may2025, t4 31.6, no water in chiller tank, gave part number and price for a new mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.